Event description:
It was reported that x-rays confirmed the patient's spacer had moved from its initial position. X-rays were taken because the implant was no longer providing effective relief. The spacer was removed and replaced with a new spacer. The patient was reportedly doing well following the procedure. The product was kept by the medical facility.